Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. An investigation was not conducted because there were no specific reported device malfunctions or patient effects associated with the device. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that on (B)(6) 2020, three xience sierra stents were implanted in the patient [2.75 x 15, 4.00 x 12 and 3.00 x 18 mm]. On (B)(6) 2020, the patient was re-hospitalized due to an unspecified vascular disorder. The patient underwent surgery and the final patient outcome is unknown. No additional information was provided.